Manufacturer narrative:
Received one (1) used b1205 ext set w/0.2 micron filter for inspection. As received, the tubing was separated from the inlet port of the filter. The tubing at the outlet port of the filter was tested for bond integrity for representative testing. The bond met performance expectations with the tubing remaining intact. The tubing was measured and was found to meet dimensional specifications. The reported complaint can be confirmed. The probable cause is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that, on an unknown date, a 12" ext set w/0.2 micron filter, luer lock experienced a disconnection of the device during patient use. It was stated in the report that the tubing broke apart at the point it connected to the filter itself. This is the 3rd time this has happened. They did not save the first 2 filters. They thought maybe it was just a fluke, but with this 3rd failure, they wanted to report it. There was unknown patient involvement, unknown patient harm, and unknown delay in therapy.

Manufacturer narrative:
Received one (1) used b1205 ext set w/0.2 micron filter for inspection. As received, the tubing was separated from the inlet port of the filter. The tubing at the outlet port of the filter was tested for bond integrity for representative testing. The bond met performance expectations with the tubing remaining intact. The tubing was measured and was found to meet dimensional specifications. The reported complaint can be confirmed. The probable cause is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.